Event description:
The patient was undergoing a medical procedure using a neuron 6f 070. During preparation for the procedure, it was noted that the neuron 6f 070 was damaged. Upon removing the neuron 6f 070, it was found that it had a flat end. The neuron 6f 070 was not used in the procedure and was exchanged for a new one.

Manufacturer narrative:
Result: the neuron delivery catheter 070 was ovalized approximately 1.5 cm from the distal tip for approximately 9.0 cm in length. Conclusion: the complaint has been evaluated. The complaint stated that the hospital could not recall when these issues were noted. The complaint indicated that the neuron delivery catheter 070 was found damaged during removal from its packaging. Evaluation of the returned product confirmed that the distal shaft was ovalized. This type of damage usually occur if products are improperly removed from the packaging. If the devices were removed at an angle while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.